Event description:
A malfunction alarm with code malf 12 was reported by the customer, and prior events were not notable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided guidance for continued use. The malfunction did not recur after the reset, and the customer was informed to call back if any future issues arose.